Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a lobectomy surgery, opened the packing, noted the jaw could not open. Changed another gun to continue and after reload, could not fire with ecr60b. Another reload was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.